Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.